Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 3389s-40; lot# va0xwyr; product type: lead; product ID: 3389s-40; lot# va16enz; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient reported that they were trying to get used to the device and were letting it adjust to their body, but now they are getting hot flashes at night over the past few days prior to date notified. It was stated that it feels like something is burning in their head, and that the machine has the sensation of heat when they sleep. Follow up with the healthcare professional (hcp) is to be conducted. Follow up information received from the hcp on (B)(6) reported that no diagnostics were performed related to the patient's hot flashes, and that it was perhaps menopause or synthetic fibers on the patient's pillow. To help resolve the issue the patient will use a cotton pillow. It is unknown if the issue resolved. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.